Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a self-reported blood glucose of 52 mg/dl and associated alerts for urgent low and low glucose; troubleshooting and user education were completed, and a factory reset was performed followed by plans for additional training. Symptoms included clamminess, sweating, and impaired balance consistent with low glucose. Outcomes included the need for oral carbohydrate treatment. Investigation included technical support review and user troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and identified the need for additional user training regarding hypoglycemia recognition and treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause with user factors addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.